Event description:
Device 2 of 2. Reference MFR report# 3006705815-2018-03260. It was reported that during the implant procedure on (B)(6) 2018, cerebrospinal fluid leak (csf leak) occurred. Reportedly, blood patch was not performed. Patient was advised to stay hydrated. Patient was asymptomatic post-operatively. Follow-up revealed the headache resolved and patient was doing well.